Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident. On 9/19/97 the sling was visible through the urethra and a portion of the sling was removed. No further details are available regarding the circumstances surrounding the event. F/u indicated the physician was never inserviced on this procedure. Directions for use outline as potential complications: "the following complications have been reported as consequences which may occur in urological implant procedures. Urinary retention and infection. Consequences specifically related to materials. Pelvic sensitivities and tissue erosion"

Manufacturer narrative:
D7, d8 - add'l info not included on initial medwatch.